Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted and therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that lathe marks were observed on an intraocular lens (iol) during implantation. Additional information was received and it was learnt that there was no patient injury and no vitrectomy was performed. The patient was reported doing fine and her vision was 20/20 during her post-op examination on (B)(6) 2017. Reportedly the lens remained implanted. The patient was asymptomatic and did not complain about lathe lines or any other issues. No further information was provided.